Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a void in the tubing / "y" connector. Pressure integrity testing was performed at 0.5 l/min with 23 psi (1189 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed at the tubing / "y" connector interface. The reason for the return was confirmed. Additional review of the event shows that this event was for a leak from the cardioplegia circuit. Based on complaint history and risk analysis, the chance of a leak from the cardioplegia circuit resulting in a death or serious injury if this product event were to recur, in this device or a similar device, is remote. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that a leak occurred at the y connection in the cardioplegia set during priming. There was no patient blood loss, and no blood transfusion was required. The same leak did not occur in multiple packs. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no tubing disconnection. And no break or damage to the tubing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.